Event description:
Device malfunction: marker lumen blockage. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during device insertion, some resistance was felt and luminal marking could not be achieved. The device was removed and a second perclose proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.